Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was superficial, closer to the skin causing pain for the patient. Reportedly, the patient lost weight and her scs ipg implant site had become uncomfortable as a result. Surgical intervention may be taken to address the issue.

Event description:
Follow up information received identified the patient underwent surgical intervention to replace her scs ipg and revise the ipg pocket to the right side to eliminate the pain at the original pocket site on the left side.